Event description:
It was reported that a competitor's lens was damaged using the mtc-60cfp cartridge. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results - a lot order search was performed on the ftp, injector and cartridge. There were eight similar complaints found for the cartridge, three similar complaints found for the ftp and one similar complaints were found for the injector.